Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event . On an unreported date, the patient began treatment for the peritonitis with injection (inj) reflin (1 gram, once in a day) intraperitoneally (ip) and inj fortum (1 gram, frequency not reported) ip. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be due to a hernia, but as there was no specific error reported, the cause of the peritonitis remains as unknown. On an unreported date, dianeal therapy was discontinued due to the peritoneal dialysis catheter being removed (removal of the catheter was due to the peritonitis event). The treatment plan was for a peritoneal dialysis catheter re-insertion to occur by the end of the same month. This additional information was received and for the patient to begin automated peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.